Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and out-of-range (oor) high pacing impedance measurements of greater than 2000 ohms. It was determined that the lead had dislodged. As a result the lead was surgically abandoned and the device was successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.